Manufacturer narrative:
The reported event of ¿the lead was not pacing¿ was not confirmed. Final analysis was normal. No anomalies were found. Additional information: d10

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the right ventricular lead exhibited loss of capture. The physician attempted to reposition multiple times. The lead was replaced. The patient was in stable condition.